Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the patient had a lot of health issues and had surgeries. The patient representative (rep) reported that the pump was refilled last week, and she felt the patient was being over medicated since prior to the refill but has gotten worse since the refill. The rep stated that the patient lost over 25 pounds. The patient will go to the emergency room (ER) to get a drug level test done and like to know if someone can meet them at (B)(6) hospital to make sure the pump was working correct. The rep reported that the patient had not eaten in five days and the patient was delirious and hallucinating, agitated, memory, confusion and weak. They had to call paramedic to get him anywhere. The rep spoke with the nurse at doctor office and was told to cut back on the oral medication but that did not help. The doctor office was aware of the situation. They found out the patient had an infection on the catheter and had surgery. The patient will be seeing neurologist on (B)(6) 2025. They were lost on what to do next. The agent recommended the rep to consult with a healthcare provider (hcp) office for next step.